Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by customer that the intra aortic balloon(iab) had autofill malfunction. Cardiosave was displaying gas loss in iab on screen.no harm or injury to the patient was confirmed.